Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4296 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that when the patient tries to transmit with the remote monitor they feel like they get a shock from the device. It was also reported that the patient has diaphragmatic stimulation with high outputs. The patient will come into the office for follow up instead of remote monitor checks. The device remains in use. No patient complications have been reported as a result of this event.